Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert (lia), and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, lia for right ventricular (rv) lead alert warning occurred for increased sic count and 2 or more ventricular tachycardia (vt) non sustained episodes greater than 220 milliseconds on (B)(6) 2015. Ventricular tachycardia (vt) non sustained episodes with evidence of oversensing during (B)(6) 2015 and (B)(6) 2015 have been recorded. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and high impedance. The lead additionally contains a possible fracture. The lead was reprogrammed and remains in service. No patient complications have been reported as a result of this event.